Manufacturer narrative:
Additional information: g3, h3, h6, h10 - mw5166856.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3/18/2025, a maude review notification was received via email. It was reported that an ar-13999hdn hd scorpion needle tip broke. The tip was retrieved, and it did not break in the patient. The tip was sent for a gross pathology test. This was discovered during an arthroscopic procedure on (B)(6) 2025. No further information was provided.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is user error. Per dfu-0392-sub, to help avoid needle breakage and potential patient injury: do not resterilize or reuse the scorpion suture passer needle. Avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid "dry" repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function.